Manufacturer narrative:
Section d4: serial number was requested but not provided. Manufacturer's investigation conclusion: the reported event of the patient having difficulty connecting to their backup controller was not confirmed. The heartmate ii system controller was not returned for analysis and no log files were submitted for review. Multiple good faith efforts were sent asking for the serial number of the system controller, and if any products would be returning; however, to date no response has been received. The root cause of the reported event was unable to be conclusively determined in this analysis. The device history records were unable to be reviewed due to the serial number of the device not being available. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Manufacturer report number 2916596-2021-03520. Manufacturer report number 2916596-2021-03522. It was reported that the patient had an alarm for backup battery fault and tried to change their own system controller at home but could not connect to the backup controller. The patient stated that their pump was off for about 10 minutes. The patient came to the hospital and log files were sent for analysis. The log file analysis found that the backup battery fault was due to a failed load test. This issue appeared to resolve on its own. The log file showed that the driveline was disconnected on (B)(6) 2021 at 16:52 and reconnected at 16:55 which led to the pump being off for approximately 3 minutes. There were no other unusual events recorded in the log file. The patient was kept in hospital for around 3 weeks for monitoring before returning home.